Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's stand had one wheel that came off. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's stand has damaged wheel. A service engineer (se) evaluated the device, and noted that the base assembly was replaced, and the issue was resolved.